Manufacturer narrative:
The surgeon exited and re entered the application and same issue with tracking. The site power cycled the sys and went through to navigate and the sys functioned properly. The registration was saved. Several cases have been performed without issue. Could not replicate the issue. Software investigation showed proper function. No impact on pt outcome reported.

Event description:
A medtronic rep called to report after the surgeon registered the pt and tried to move forward to navigate but couldn't track the probe. The green light on the camera was on, but could not see the spheres in the tracking view. After power cycling the sys the surgeon was able to move forward with navigation and complete the surgery. No impact to the pt outcome.